Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (damaged cable/adjust belt messages) was confirmed. As received, the electrode belt did not communicate with the monitor. Upon investigation, ECG "c" and "d" cable grommet was pulled from strain relief. The cause for the ECG damage was isolated to a shorted esd 700 component on the distribution node pca. The root cause for the shorted component could not positively be identified. No adverse event resulted from the damaged electrode belt.

Event description:
A zoll distributor returned belt (B)(4) indicating that the electrode belt had a damaged cable and was experiencing adjust belt messages.